Manufacturer narrative:
Device evaluation: the motor device was received for evaluation. The motor device was evaluated and the device locks and releases cutters as designed. The reported condition was not duplicated or confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding an attachment device in which, during a lumbar surgery, it was observed that the cutter devices " kept getting stuck". The reporter clarified that the attachment device did not stop working. Therefore, there was no delay in the surgical procedure, and the surgery was completed successfully. No injuries or medical intervention were reported. No addtional information was available.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
During service and repair, it was discovered that the device reached a "temperature above specification" during unit testing. The cause is unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).